Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f .070in amplatz left (al) .75 100cm vista brite tip guiding catheter folded within the radial artery as the guide was being removed. The guide catheter was removed using a snare. There were no reports of patient injury. The device will not be returned for evaluation.

Manufacturer narrative:
Section b3 was updated to reflect the newly provided event date (which was formerly unknown).

Manufacturer narrative:
Complaint conclusion: as reported, the 6f .070in amplatz left (al) .75 100cm vista brite tip guiding catheter folded within the radial artery as the guide was being removed. The guide catheter was removed using a snare. Without the return of the device or images for analysis, the reported customer event ¿catheter (body/shaft)-withdrawal difficulty¿ and ¿catheter (body/shaft)-kinked/bent¿ could not be confirmed. Patient vessel characteristics may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. If strong resistance is met during manipulation, discontinue the procedure, and determine the cause of the resistance before proceeding. If the cause of the resistance cannot be determined, withdraw the catheter. Torquing the guiding catheter excessively while kinked may cause damage which could result in possible separation along the catheter shaft. Should the guiding catheter shaft become severely kinked, withdraw the entire system (guiding catheter, guidewire, and catheter sheath introducer).¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the 6f .070in amplatz left (al) .75 100cm vista brite tip guiding catheter folded within the radial artery as the guide was being removed. The guide catheter was removed using a snare. There were no reports of patient injury. Additional information was requested, but not provided. The device will not be returned for evaluation.